Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the preclose procedure was not used using a 8.2 sheath. It should be noted that the proglide instructions for use states: for sheath sizes greater than 8f, at least one device and the pre-close technique is required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a neuro aneurysm procedure using an 8.2fr sheath. Reportedly, when the device was removed, the sutures came out of the artery. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.